Event description:
The patient experienced a hypoglycemic event during a flight, approximately 1.5 hours into a 3.5-hour flight. The patient reported rapid glucose decline, with a continuous glucose monitor reading of 59 mg/dl and values reportedly below 40 mg/dl. The patient felt unwell, stood to go to the restroom, and subsequently lost consciousness, with immediate recovery. The patient was given juice by flight attendants, resulting in recovery of glucose levels and resolution of symptoms. The patient reported continued use of the pod during the event without removal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone13.3. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.